Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Proposed component code mechanical (g04) - femur. Reported event was unable to be confirmed due to limited information received from the customer. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the report identifies reuptake about the femoral and tibial components but does not confirm findings. Device history record was reviewed and no discrepancies were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10 medical devices: nexgen articular surface size yellow/c-h 10 mm height catalog#: 00595203010 lot#: 62815614 nexgen tibial tray fixed bearing size 4 catalog#: 00595403702 lot#: 62828605 nexgen all poly patella standard size 35 mm diameter 9.0 mm catalog#: 00597206635 lot#: 62928274. Stryker bone cement part#: ni lot#: ni. Stryker bone cement part#: ni lot#: ni. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a left total knee arthroplasty. Patient reported pain, swelling, and instability since the initial procedure. Approximately nine years post-implantation, the patient underwent an aspiration procedure to check for infection and then an ultrasound to check for blood clots. A ten degree malformation was noted during the ultrasound. No further intervention has been reported.